Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. Testing of the device was inconclusive during manufacturer¿s analysis due to a telemetry problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was included in a field action.  Based on the information received, it could not be determined if this device performed as described in the field action. Concomitant 419478 lead implanted 2012-(B)(6), 6947m62 lead implanted 2012-(B)(6), (B)(4).